Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause is an intermittent component failure . This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that this pump is throwing faulty blockage alarm, the pump was tested in clinical engineering, it continued to throw blockage alarm. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause is an intermittent component failure . This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.